Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal hydromorphone 20.0mg/ml at 6.496mg/day and bupivacaine 2.0mg/ml at 0.6496 mg/day. The patient underwent an MRI on (B)(6) 2016. A ¿motor stall may exceed tube set¿ occurred post MRI (on the same day). The patient had no change in therapy or withdrawal symptoms. The patient did not hear any alarms. The device was not interrogated after the MRI, and the patient did not notify the device manufacturer. It was not a true motor stall per the hcp. The hcp noted that it recovered in an appropriate time, and there was no loss of therapy. Per the print report, a motor stall occurred on (B)(6) 2016 at 11:22 and ¿stopped pump period may exceed tube set¿ occurred on (B)(6) 2016 at 11:22. The pump was in telemetry state until interrogated. The logs showed that motor stall recovery occurred on (B)(6) 2016 at 13:47. The patient¿s status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.